Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the up arrow button was not responding on the insulin pump. Customer was trying to rewind the pump for a set change. Customer can't go up on the reservoir menu to choose the rewind option. Customer was able to use the down arrow instead of the up arrow button. Customer needs the up arrow for the rewind option but can't get there. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.